Event description:
It was reported that the customer sat down on the pump and subsequently the touch screen was shattered and unreadable. Additionally, it was reported that an unspecified alarm occurred. Customer¿s blood glucose level was 179 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.